Event description:
It was reported the cassette stopped working with pump shortly after changing it and displayed -no disposable, pump won't run- alarm. When the cassette was changed, the infusion was continued. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Device expiration date: 03-feb-2027. Device manufacturing date: 19-feb-2022.